Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean parts of the pump, ensuring everything was in place and undamaged. Following these instructions, the customer successfully completed the loading process and resumed using the pump for insulin delivery.